Manufacturer narrative:
Event site name: (B)(6). Event site postal code: (B)(6).

Event description:
On 6th march, 2024 getinge became aware of an issue with one of surgical lights ¿ powerled. It was determined that the issue from the complaint is not safety and risk related. Then on 2nd april 2024 further information was provided by getinge technician following the visit as the customer site and device evaluation, the dust cover was missing on device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The correction of d4 version of model # and d4 catalog #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous d4 version of model #: ard568446010c. Corrected d4 version of model #: ard568446710a. Previous d4 catalog #: ard568446010c. Corrected d4 catalog #: blank. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights ¿ powerled. It was discovered that the issue from the complaint is not safety and risk related. Then on 2nd april 2024 further information was provided by getinge technician following the visit as the customer site and device evaluation, the dust cover was missing on device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Based on an information gathered, the device has been adjusted and returned to use. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. A root cause analysis was performed by subject matter experts, and it was established that the dust cover was probably missing due to non-conformity of the metal covers assembly, degradation of the metal covers or improper use (collision with another device). Maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. Manufacturer initiated also a modification file (B)(4) to include this dust cover fitting procedure in the technical documentations with all spring arms. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).